Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ("excessive rashes and hives") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required), arthralgia ("chronic joint pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), amnesia ("memory loss") and migraine ("severe migraines"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the urticaria, arthralgia, dyspareunia, alopecia, fatigue and amnesia had resolved and the migraine outcome was unknown. The reporter considered alopecia, amnesia, arthralgia, dyspareunia, fatigue, migraine and urticaria to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of urticaria ('excessive rashes and hives'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), arthralgia ("chronic joint pain"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), amnesia ("memory loss") and migraine ("severe migraines"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the urticaria, dyspareunia, arthralgia, alopecia, fatigue and amnesia had resolved. And the migraine outcome was unknown. The reporter considered alopecia, amnesia, arthralgia, dyspareunia, fatigue, migraine and urticaria to be related to essure. The reporter commented: right: 4 trailing coils, left: 3 trailing calls visible. Discrepancy noted: date(s) of insertion: (B)(6) 2013. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, patient dob, rcc note added, date of insertion updated. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ('excessive rashes and hives') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), arthralgia ("chronic joint pain"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), amnesia ("memory loss") and migraine ("severe migraines"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the urticaria, dyspareunia, arthralgia, alopecia, fatigue and amnesia had resolved and the migraine outcome was unknown. The reporter considered alopecia, amnesia, arthralgia, dyspareunia, fatigue, migraine and urticaria to be related to essure. The reporter commented: right: 4 trailing coils, left: 3 trailing calls visible discrepancy noted: date(s) of insertion: (B)(6) 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ("excessive rashes and hives") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In march 2013, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required), arthralgia ("chronic joint pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), amnesia ("memory loss") and migraine ("severe migraines"). The patient was treated with surgery (laparoscopic bilateral salpingeetomy). Essure was removed on (B)(6)2017. At the time of the report, the urticaria, arthralgia, dyspareunia, alopecia, fatigue and amnesia had resolved and the migraine outcome was unknown. The reporter considered alopecia, amnesia, arthralgia, dyspareunia, fatigue, migraine and urticaria to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report